Event description:
It was reported that the customer received a motor error alarm and the settings on the insulin pump were all cleared. Upon attempting to rewind the insulin pump, the customer received a motion sensor test failure alarm. The customer's blood glucose was 102 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm but acknowledged that she bumped into things a lot, making the insulin pump fall. The customer stated that the motion sensor test failure alarm would occur once the rewind was complete. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Advised customer to avoid placing the insulin pump near magnets. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. No error alarms noted during testing. The insulin pump had minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.